Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call of hospitalization for high blood glucose of 1000mg/dl and the pump alarmed no delivery. Customer indicated that this was a past event that took place 1 year ago. Troubleshooting advised customer that the no delivery alarm may have been due to an occlusion. Customer was also advised to run a high pressure test on the pump. Customer indicated that they will call back later to further troubleshoot. No further details given.

Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08765 inches. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Insulin pump had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Event description:
The customer's age information with the initial report was incorrect. The correct information was (B)(6) yrs.